Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that patient controlled analgesia (pca) module had not recognized the compatible syringe. When a bd 50 ml syringe was loaded, it reportedly read as "ibs" syringe. When restarted, it only recognized the bd 50 ml as a monoject 35. There was no patient involvement. Although requested no additional information will be provided by the customer, no devices will be returned.

Event description:
It was reported that patient controlled analgesia (pca) module had not recognized the compatible syringe. When a bd 50 ml syringe was loaded, it reportedly read as "ibs" syringe. When restarted, it only recognized the bd 50 ml as a monoject 35. There was no patient involvement. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an syringe not recognized was not determined because no products or device logs were returned.